Event description:
A customer contacted haemonetics on (B)(6) 2009 to report the disk in their orthopat machine burst and fluid got in the device. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report the disk in their orthopat machine burst and fluid got in the device. No operator or donor injury was reported. Evaluation of the unit verified the reported problem; the machine had blood inside and out. As a result, various components were replaced including the power supply. The product issue identified in this report was identified by haemonetics during a retrospective review of the company's service records. No patient or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA (B)(4). These actions have been communicated to the FDA and have been assigned the action number 1219343-04/29/2011-001-r. (B)(4).